Event description:
It was reported by an (B)(6) detective that the customer has passed away. The caller did not provide details regarding the customer's death. The caller only stated that when the paramedics arrived the insulin pump had been alarming. The caller had series of questions regarding the functions and features of the insulin pump. The caller stated that the family of the decedent should be reached for completion of the death report. Attempts were made to contact the next of kin however only voice mails were able to be left. A call back request letter was sent on (B)(6) 2015 to the family of the customer. No further information is available at this time.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.